Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory 46 (software error) was confirmed during an archive data review but not during functional testing. The archive data showed ua46 (software error) around the reported event date, confirming the reported complaint. The autopulse platform passed initial functional testing without any faults or errors. The reported ua46 error was not replicated. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that during morning checks, the autopulse platform (sn (B)(6)) displayed user advisory 46 (software error). No patient involvement.